Event description:
It was reported that the patient was experiencing post-operative phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed to resolve the stimulation and remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.